Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a 23mm 11500a resilia inspiris aortic valve was disabled via valve in valve procedure after an implant duration of approximately 8 years, 10 months due to aortic stenosis. The patient presented with dyspnea. Tavr was completed with a 26mm 9755rsl transcatheter and patient remained stable the entire procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.